Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: the pump lost prime three times. The patient disconnect and primed. After the third loss of prime, he changed out the cartridge, tubing, and site. He rewound, then when performing the load step, all the insulin was pushed out and the pump gave a no cartridge detected message. This occurred twice. Customer support advised the patient to go to a back-up plan. There is no allegation of a blood glucose excursion related to this complaint. This complaint is being reported due to the allegation that the pump dispensed insulin during the load step.

Manufacturer narrative:
Follow-up #1 date of submission 12/26/2012 - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Follow-up #1 date of submission 11/27/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history shows several "no cartridge detected" and "loss of prime" warnings with low non-zero force. The force sensor was found to fail calibration. The pump was opened and contamination was found in the force sensor assembly. The ez-prime function was successfully performed on the pump with no prime issues.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.